Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were charged during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was a precharge voltage error. There is no report of pt injury or death.